Manufacturer narrative:
Literature citation: otsuka, yoritaka et. Al. ¿black hole restenosis after drug-eluting stent implantation for in-stent restenosis: potential mechanism and optimal strategy¿, heart vessels (2015), 30:682-686. Device is combination product. The device was not returned to the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same literature article as MDR ID 2134265-2016-09616. It was reported via literature that in-stent restenosis occurred. The patient underwent taxus express2 drug eluting stent implantation in the left anterior descending (lad) artery due to unstable angina pectoris. Sixteen months later, an unspecified everolimus (ees) eluting stent was implanted for in-stent restenosis of the mid lad. Nine months later. The patient was admitted to the hospital because of recurrent stable angina pectoris. Coronary angiography showed a severe restenosis of the lad at the distal edge of the ees stent and a mild in-stent restenosis of the lad artery. Intravascular ultrasound (ivus) showed isoechoic tissue at the distal edge of stent. Ivus images of the mild in-stent restenosis showed homogenous echolucent appearances (bh - black hole) at the site of 2 layers overlapped drug eluting stents. This was treated with an ees stent. Nine months later, coronary angiography due to stable angina pectoris showed no restenosis of the distal lad but the previous mild stenosis of the mid lad had changed to severe stenosis. Balloon angioplasty using a cutting balloon was performed for this restenosis. Six months after angioplasty coronary angiogram for stable angina showed severe restenosis of the mid lad again and an ees stent was implanted. The patient was on dual antiplatelet therapy of clopidogrel and aspirin. The patient had no recurrent angina or restenosis for one year after final treatment.